Event description:
Customer reports connector pins 3 and 4 on the inform sys are black. Controls were run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.